Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved with sequelae on (B)(6) 2017. The sequelae was noted as high blood pressure post embolic. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new event information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
A health care provider (hcp) for a clinical study reported the patient had dyspnea on (B)(6) 2016. Interventions included medication being administered on (B)(6) 2016 and the event resulted in an urgent care visit. Diagnostics included an examination that found dyspnea, imaging that found a pulmonary embolism, and a venous doppler echography conducted on (B)(6) 2016 that was normal. The etiology was not related to the device or therapy and related to the implant procedure. The event was ongoing.